Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006; 5071, implantable pacing lead, (B)(6) 2007. (B)(4).